Manufacturer narrative:
The autopulse platform in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective load cells were replaced to remedy the fault. During visual inspection, damaged top cover wire strand was noted and the power distribution board needs to be updated. The drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 06/16/2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated error message ua 07 around the reported event date. The platform failed the initial functional testing due to error message ua 07 displayed when the platform was powered on. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power on self-test. The load cell characterization was performed and both load cell modules 1 and 2 were found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The power distribution board (pdb), and top cover were replaced. The clutch plate was deburred to remedy the sticky clutch, after which the platform passed the run-in test and all final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).